Event description:
The two yr old pt was in or 4. The other co's rep was called to or 4, due to the staff having problems with the monitor. The rep noticed that the co2, pulse ox, and invasive bp were showing question marks. The nibp was cycling trying to obtain a pressure. To the other rep the pt appeared to be in extreme medical duress, possible ventricular fibrillation. This co rep indicated that the pt had just previous to the incident been given a dose of atropine. The dr then made remarks to the rep and staff that she was unable to obtain readings from the monitor. That, "the monitor went out." The pt was subsequently transferred to another facility in a coma.